Event description:
The customer complained that the device will not work on battery power. There was no report of pt use related to the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported event.